Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the initial deployment was over a non-medtronic guidewire with the deployment starting point at the bottom of the pigtail catheter for the first attempt, then mid pigtail catheter, and finally within the pigtail catheter. Subsequently, a non-medtronic valve was used to complete the procedure.

Event description:
It was reported that during the attempted implant of a surgical aortic valve-in-valve in a 25 millimeter (mm) non-medtronic (edwards perimount 2700) surgical aortic valve, upon deployment of the valve at 6 mm on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc), the valve dislodged aortic. Subsequently, valve was recaptured into the delivery catheter system (dcs). An additional 3 deployment attempts were made, however the valve continued to dislodge aortic. Subsequently, the system was withdrawn from the patient. A procedural delay of 40 minutes occurred as a result. Per the physician, the lack of calcium on the indwelling valve contributed to the dislodgements. Additional information was received indicating that all the recaptures were performed because of the valve dislodgements.

Manufacturer narrative:
Upon secondary review of our complaint record for this dislodgement event on 2026-jan-06, it was determined that this event was incorrectly reported on the valve instead of the delivery catheter system (dcs). Please reference MDR number 9617601-2025-03358 for the initial report and the correction supplemental report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.